Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) reported being unable to duplicate the alleged malfunction, electrical test fails code # 50. But the stm did verify the occurrence of electrical test fails code #50 three times on the reported date. Electrical test fails code #50 points to a malfunction of the motor controller board. The stm inspected the board for any saline spillage. There was no sign of any damage. The stm replaced the motor controller board, performed full calibration and functional tests in accordance with the systems service manual. The iabp was returned to the customer and cleared for clinical use

Event description:
The customer stated that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code. The customer did not make note of any codes that the iabp generated. No patient involvement or adverse event reported.